Event description:
It was reported to gore that the patient underwent fascial dehiscence - open hernia repair on (B)(6) 2019, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected protruding mesh, mesh excision, debridement of subcutaneous tissues/granulation tissues. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2019: (B)(6), md. Diagnosis: ¿post-operative fascial dehiscence.¿ implant procedure: abdominal washout, gastrostomy tube placement, and closure with biologic absorbable mesh and wound vac. [Implant: gore® dualmesh® biomaterial, 1dlmc02/178764, 8cm x 12cm x 1mm thick]. Implant date: on (B)(6) 2019 [hospitalization dates not provided]. On (B)(6) 2019: (B)(6), md. Operative report. Estimated blood loss: minimal. Complications: none. Wound classification: not provided. Findings: ¿complete fascial dehiscence with poor quality friable tissue. Small bowel appeared healthy and without obstruction. Gastrostomy stammed and placed in remnant stomach. Biologic absorbable mesh 22x7 cm inlay for closure. Wound vac placed.¿ procedure: ¿the patient transferred from the floor to the operating room and underwent general endotracheal anesthesia. The abdomen was prepped and draped in sterile fashion after timeout and placement of a foley catheter. The wound was opened completely and the fascial stitch had pulled through the ratty, friable fascia. This was cut out and the small bowel inspected. Bowel appeared healthy and not obstructed, the anastomosis appeared intact. The abdominal cavity was irrigated and suctioned thoroughly. A g-j tube was used for a gastrostomy in the remnant stomach (as it was what was available ¿ the j portion of the tube was cut off with scissors prior to placement). The tube was brought through the abdominal wall at the left upper quadrant with a tonsil clamp, and a small gastrostomy was made with the electrode along the greater curve anteriorly. The g-tube was fed into the stomach and biliary contents were aspirated. The balloon was inflated with 8 cc of sterile water. 4-0 silk stamm sutures were placed to tack the gastrostomy to the anterior abdominal wall. The tube was pulled back until snug and the bumper placed at the skin surface to secure the tube. Two pieces of biologic absorbable mesh, measuring 8 x 12 cm and 10 x 7 cm, were sewn together and then cut to size to bridge the fascial opening. Running 1 vicryl was used to secure the mesh along the edge of fascia circumferentially. A wound vac was then placed into the wound and suction applied with good seal. The patient tolerated the procedure well and was extubated in the operating room prior to transfer to the wards.¿ on (B)(6) 2019: (B)(6). Implant record. ¿mesh dualmesh 1mmx8x12cm¿. Site: abdomen. Cat#: 1dlmc02. Lot#: 178764. Size: 8cm x 12cm x 1mm thick. Expiration date: 2/28/2023. On (B)(6) 2019: (B)(6). Implant record. ¿grft allomax 1.0mm 5x8cm¿. Site: abdomen. Cat #: 1180508m. Lot#: 101096190, 30335580. Size: 5cm x 8cm x 1mm. Expiration date: 12/2021. Pathology: not provided. Explant preoperative complaints: on (B)(6) 2020: (B)(6), md. Indications: ¿mrs. (B)(6) had a mesh placed in her abdominal wall during a hernia repair last october. This mesh is now protruding and there is drainage about it. She presents for excision.¿ explant procedure: excision of abdominal wall mesh and debridement of subcutaneous tissues. Explant date: on (B)(6) 2020 [outpatient surgery]. On (B)(6) 2020: (B)(6), md. Operative report. Assistant: (B)(6), pa. ¿first assistant was used for exposure, retraction and general assistance.¿ preoperative diagnosis: protuberant infected abdominal wall mesh. Postoperative diagnosis: protuberant infected abdominal wall mesh. Anesthesia: general. Estimated blood loss: minimal. Specimens: complications: none. Wound classification: not provided. Findings: ¿excision of abdominal wall mesh and debridement of subcutaneous tissues/granulation tissue.¿ procedure: ¿after informed consent was obtained from the patient, she was brought to the operating room and placed supine on the operating room table. After successful induction of general endotracheal anesthesia, the abdomen was prepped and draped in the appropriate fashion. On inspection of the abdomen, there was a mesh protruding from the midline incision, and this was grasped and gently pulled on, and it did come out intact. I then debrided the subcutaneous tissues about this with a curette, and there also was a suture present which was removed. The wound otherwise was intact and there was no extension into the abdominal cavity. The wound was dressed with gauze. The patient tolerated the procedure well and returned to the recovery room in satisfactory condition.¿ (B)(6) 2020: (B)(6), md. Immediate post-operative progress note. Assistants: circulator: (B)(6), rn. Scrub person: (B)(6), cst. Surgical assistant: (B)(6), pa. Preoperative diagnosis: infected prosthetic mesh of abdominal wall, sequela. Postoperative diagnosis: infected prosthetic mesh of abdominal wall, sequela. Procedure: excision of infected abdominal wall mesh. Debridement of infected abdominal wall mesh. ID: 1: abdominal wall mesh and debrided soft tissue. Type: tissue. Source: soft tissue. Tests: culture bacterial, anaerobe, culture bacterial, other with gram stain. Collected by: (B)(6), md. Time: on (B)(6) 2020 1335. Pathology report not provided. On (B)(6) 2020: (B)(6), md. Discharge instructions: ¿observe the operative area for signs of excessive bleeding: slow, general oozing that saturates the dressing completely or bright red bleeding. In either case, apply pressure to the area, elevate if possible and contact your physician if bleeding continues. Observe incision and operative area for signs of infection. If present, contact your physician. Increased pain. Foul odor or drainage. Redness. Swelling. Elevated temperature above 101 degrees.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions and/or actions of healthcare professional or device user, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation findings code. Conclusion code remains unchanged. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.